Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine follow up, the device was observed to be in a backup status. The patient was asymptomatic. A device download was performed successfully and device was restored. Device remains implanted.